Event description:
It was reported that the pt suffered sporadic interruption of the system. Pt received a blow to the head (a heavy piece of furniture) over the reference electrode 10 days after surgery.